Event description:
I experienced difficulty holding my head up and feeling weak. I was also having trouble walking and doing anything. I went to the emergency room. I was diagnosed with hemoptysis and pneumonia due to organism. They conducted several lab test, an elg 12 lead, a chest xr. I was given antibiotics and released however otherwise issues surfaced. During this time I was continuing to use my CPAP machine unaware of any issues. I returned to the emergency room june 30 due to weakness and difficulty breathing. They ran numerous test and ended up sending me to (B)(6) clinic's cardiac ward. I was there two weeks two days of those two weeks I was in the ICU. They concluded my heart had gone into constant afib and I have blood clots in my lungs. I am still dealing with the tiredness and I am on medication for the blood clots. I believe what I went through was due to my CPAP machine especially since the doctors are not sure how the clots got in my lungs. FDA safety report ID # (B)(4).